Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device expulsion ("foriegn body in uterus") and device breakage ("device breakage") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient¿s did not underwent essure confirmation test". On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraine"), headache ("headache"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain") and alopecia ("hair loss"). In 2016, the patient experienced rash ("rashes"), pruritus ("itching") and ovarian cyst ("ovarian cyst"). In (B)(6) 2017, the patient experienced endometriosis ("endometriosis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), vulvovaginal mycotic infection ("vaginal yeast infection"), skin mass ("fluid filled bumps on cervix"), arthralgia ("joint pain"), abdominal pain lower ("right lower quadrant pain/left lower quadrant pain/"), abdominal distension ("bloting"), vaginal odour ("fool odor"), back pain ("right lower quadrant -back pain/left lower quadrantpain back ") and urinary tract infection ("urinary infection symptoms"). The patient was treated with surgery (da vinci total laparoscopic hysterectomy and bilateral salpingectomy), surgery (da vinci total laparoscopic hysterectomy and bilateral salpingectomy) and surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device expulsion, device breakage, vaginal haemorrhage, menorrhagia, vulvovaginal mycotic infection, rash, pruritus, migraine, headache, ovarian cyst, skin mass, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, endometriosis, alopecia and arthralgia outcome was unknown and the abdominal pain lower, abdominal distension, vaginal odour, back pain and urinary tract infection had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, arthralgia, back pain, device breakage, device expulsion, dysmenorrhoea, dyspareunia, endometriosis, fatigue, headache, menorrhagia, migraine, ovarian cyst, pelvic pain, pruritus, rash, skin mass, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal odour, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: need for additional surgery. Current weight 250 lbs. Both fallopian tubes are intact with stellate lumens. There are two silver coiled metallic devices within the proximal end of each fallopian tube, grossly consistent with essure medical devices. Essure done under local pcb depo for first 3 mos right 3 coils, left 1-2. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device expulsion ("foriegn body in uterus") and device breakage ("device breakage") in an adult female patient who had essure (batch no. A64620) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient¿s did not underwent essure confirmation test". On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraine"), headache ("headache"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In 2016, the patient experienced rash ("rashes"), pruritus ("itching") and ovarian cyst ("ovarian cyst"). In (B)(6) 2017, the patient experienced endometriosis ("endometriosis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), vulvovaginal mycotic infection ("vaginal yeast infection"), cervical bulla ("fluid filled bumps on cervix"), arthralgia ("joint pain"), abdominal pain lower ("right lower quadrant pain/left lower quadrant pain/"), abdominal distension ("bloting"), vaginal odour ("fool odor"), back pain ("right lower quadrant -back pain/left lower quadrantpain back ") and urinary tract infection ("urinary infection symptoms"). The patient was treated with surgery (da vinci total laparoscopic hysterectomy and bilateral salpingectomy and hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device expulsion, device breakage, vaginal haemorrhage, menorrhagia, vulvovaginal mycotic infection, rash, pruritus, migraine, headache, ovarian cyst, cervical bulla, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, endometriosis, alopecia and arthralgia outcome was unknown and the abdominal pain lower, abdominal distension, vaginal odour, back pain and urinary tract infection had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, arthralgia, back pain, cervical bulla, device breakage, device expulsion, dysmenorrhoea, dyspareunia, endometriosis, fatigue, headache, menorrhagia, migraine, ovarian cyst, pelvic pain, pruritus, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal odour, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: need for additional surgery. Current weight 250 lbs. Both fallopian tubes are intact with stellate lumens. There are two silver coiled metallic devices within the proximal end of each fallopian tube, grossly consistent with essure medical devices. Essure done under local pcb depo for first 3 mos right 3 coils, left 1-2 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2019: essure lot number was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), device expulsion ('foriegn body in uterus/ migration essure device location of device: uterus') and device breakage ('device breakage/ device breakage left side was broken ') in a 38-year-old female patient who had essure (batch no. A64620-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient¿s did not underwent essure confirmation test". The patient's medical history included multi gravida (total number of pregnancies: 05.), parity 3 (total number of live births:03 (B)(6) 1999, (B)(6) 2004, (B)(6) 2005, miscarriage, elective abortion, hypertension, hyperlipidemia, herpes infection, asthma and obstructive sleep apnea syndrome. Previously administered products included for birth control: oral contraceptive nos; for an unreported indication: propranolol. Past adverse reactions to the above products included adverse drug reaction with oral contraceptive nos. Concomitant products included medroxyprogesterone acetate (depo provera) from 22-mar-2013 to 5-apr-2013 for birth control, antihypertensives for hypertension as well as aciclovir (acyclovir) since 1998, amlodipine besilate (norvasc) since 2014, cetirizine hydrochloride (zyrtec) since 2002, colecalciferol (vitamin d3) since 2009, lovastatin since 2010, progesterone (progesteron) since 2017 and propranolol since 2010. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraine/headache"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), arthralgia ("joint pain"), offensive vaginal discharge ("foul odor/ vaginal discharge foul odor"), breast pain ("breast pain") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). In 2016, the patient experienced rash ("rashes"), pruritus ("itching") and ovarian cyst ("ovarian cyst/ ovarian cyst bilateral "). In january 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), vulvovaginal mycotic infection ("vaginal yeast infection") and endometriosis ("endometriosis"), 3 years 10 months after insertion of essure. On an unknown date, the patient experienced cervical bulla ("fluid filled bumps on cervix"), abdominal pain lower ("right lower quadrant pain/left lower quadrant pain/"), abdominal distension ("bloting"), back pain ("right lower quadrant -back pain/left lower quadrantpain back"), urinary tract infection ("urinary infection symptoms"), hot flush ("hormonal changes describe: hot flashes"), libido decreased ("hormonal changes describe: decreased sex drive") and bladder pain ("bladder or urinary problems or changes: bladder pains"). The patient was treated with sumatriptan (imitrex) and surgery (da vinci total laparoscopic hysterectomy and bilateral salpingectomy and hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device expulsion, device breakage, vaginal haemorrhage, menorrhagia, vulvovaginal mycotic infection, rash, pruritus, migraine, ovarian cyst, cervical bulla, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, endometriosis, alopecia, arthralgia, hot flush, libido decreased, bladder pain, breast pain and abdominal pain outcome was unknown and the abdominal pain lower, abdominal distension, offensive vaginal discharge, back pain and urinary tract infection had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, bladder pain, breast pain, cervical bulla, device breakage, device expulsion, dysmenorrhoea, dyspareunia, endometriosis, fatigue, hot flush, libido decreased, menorrhagia, migraine, ovarian cyst, pelvic pain, pruritus, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection, weight increased and offensive vaginal discharge to be related to essure. The reporter commented: need for additional surgery. Current weight 250 lbs. Both fallopian tubes are intact with stellate lumens. There are two silver coiled metallic devices within the proximal end of each fallopian tube, grossly consistent with essure medical devices. Essure done under local pcb depo for first 3 mos right 3 coils, left 1-2. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: device breakage left side was broken. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2019: pfs received. New events added- decreased sex drive, hot flashes, bladder or urinary problems or changes added. Event verbatims were updated as migraine/headache and foul odor/ vaginal discharge foul odor. Medical history, concomitant drugs, treatment and historical drugs were added. Incident: no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device expulsion ("foriegn body in uterus") and device breakage ("device breakage") in an adult female patient who had essure (batch no. A64620-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient¿s did not underwent essure confirmation test". The patient's previously administered products included for an unreported indication: propranolol. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraine"), headache ("headache"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In 2016, the patient experienced rash ("rashes"), pruritus ("itching") and ovarian cyst ("ovarian cyst"). In (B)(6) 2017, the patient experienced endometriosis ("endometriosis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), vulvovaginal mycotic infection ("vaginal yeast infection"), cervical bulla ("fluid filled bumps on cervix"), arthralgia ("joint pain"), abdominal pain lower ("right lower quadrant pain/left lower quadrant pain/"), abdominal distension ("bloting"), vaginal odour ("fool odor"), back pain ("right lower quadrant -back pain/left lower quadrantpain back") and urinary tract infection ("urinary infection symptoms"). The patient was treated with surgery (da vinci total laparoscopic hysterectomy and bilateral salpingectomy and hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device expulsion, device breakage, vaginal haemorrhage, menorrhagia, vulvovaginal mycotic infection, rash, pruritus, migraine, headache, ovarian cyst, cervical bulla, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, endometriosis, alopecia and arthralgia outcome was unknown and the abdominal pain lower, abdominal distension, vaginal odour, back pain and urinary tract infection had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, arthralgia, back pain, cervical bulla, device breakage, device expulsion, dysmenorrhoea, dyspareunia, endometriosis, fatigue, headache, menorrhagia, migraine, ovarian cyst, pelvic pain, pruritus, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal odour, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: need for additional surgery. Current weight 250 lbs. Both fallopian tubes are intact with stellate lumens. There are two silver coiled metallic devices within the proximal end of each fallopian tube, grossly consistent with essure medical devices. Essure done under local pcb depo for first 3 mos right 3 coils, left 1-2 lot number reported a64620 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: update of information (batch is not valid). On (B)(6) 2019: pfs received. Historical drug added. Incident: no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), device expulsion ('foreign body in uterus/ migration essure device location of device: uterus') and device breakage ('device breakage/ device breakage left side was broken') in a 38-year-old female patient who had essure (batch no. A64620-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient¿s did not underwent essure confirmation test". The patient's medical history included multi gravida (total number of pregnancies: 05.), parity 3 (total number of live births:03 (B)(6) 1999, (B)(6) 2004, (B)(6) 2005)), miscarriage, medically induced abortion, hypertension, hyperlipidemia, herpes infection, asthma and obstructive sleep apnea syndrome. Previously administered products included for birth control: oral contraceptive nos; for an unreported indication: propranolol. Past adverse reactions to the above products included adverse drug reaction with oral contraceptive nos. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2013 to (B)(6) 2013 for birth control, antihypertensives for hypertension as well as aciclovir (acyclovir) since 1998, amlodipine besilate (norvasc) since 2014, cetirizine hydrochloride (zyrtec) since 2002, cholecalciferol (vitamin d3) since 2009, lovastatin since 2010, progesterone (progesterone) since 2017 and propranolol since 2010. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraine/headache"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue,im tired of the pain "), alopecia ("hair loss"), arthralgia ("joint pain"), offensive vaginal discharge ("foul odor/ vaginal discharge foul odor"), breast pain ("breast pain") and abdominal pain ("abdominal pain,another right upall night pain on right side") and was found to have weight increased ("weight gain"). In 2016, the patient experienced rash ("rashes"), pruritus ("itching") and ovarian cyst ("ovarian cyst/ ovarian cyst bilateral "). In january 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), vulvovaginal mycotic infection ("vaginal yeast infection") and endometriosis ("endometriosis"), 3 years 10 months after insertion of essure. On an unknown date, the patient experienced cervical bulla ("fluid filled bumps on cervix"), abdominal pain lower ("right lower quadrant pain/left lower quadrant pain/"), abdominal distension ("blotting"), back pain ("right lower quadrant -back pain/left lower quadrant pain back"), urinary tract infection ("urinary infection symptoms"), hot flush ("hormonal changes describe: hot flashes"), libido decreased ("hormonal changes describe: decreased sex drive"), bladder pain ("bladder or urinary problems or changes: bladder pains"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and insomnia ("I¿m not going to able to sleep "). The patient was treated with sumatriptan (imitrex) and surgery (da vinci total laparoscopic hysterectomy and bilateral salpingectomy and hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower, abdominal distension, offensive vaginal discharge, back pain and urinary tract infection had resolved and the device expulsion, device breakage, vaginal haemorrhage, menorrhagia, vulvovaginal mycotic infection, rash, pruritus, migraine, ovarian cyst, cervical bulla, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, endometriosis, alopecia, arthralgia, hot flush, libido decreased, bladder pain, breast pain, abdominal pain, bladder disorder, urinary tract disorder and insomnia outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, bladder disorder, bladder pain, breast pain, cervical bulla, device breakage, device expulsion, dysmenorrhoea, dyspareunia, endometriosis, fatigue, hot flush, insomnia, libido decreased, menorrhagia, migraine, ovarian cyst, pelvic pain, pruritus, rash, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection, weight increased and offensive vaginal discharge to be related to essure. The reporter commented: need for additional surgery. Current weight 250 lbs. Both fallopian tubes are intact with stellate lumens. There are two silver coiled metallic devices within the proximal end of each fallopian tube, grossly consistent with essure medical devices. Essure done under local pcb depo for first 3 mos right 3 coils, left 1-2 diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: device breakage left side was broken. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and social media received, new reporter, event bladder or urinary problems or changes, I¿m not going to able to sleep were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), device expulsion ('foriegn body in uterus/ migration essure device location of device: uterus') and device breakage ('device breakage/ device breakage left side was broken') in a 38-year-old female patient who had essure (batch no. A64620-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient¿s did not underwent essure confirmation test". The patient's medical history included multi gravida (total number of pregnancies: 05.), parity 3 (total number of live births:03 ((B)(6)1999,(B)(6)2004,(B)(6)2005)), miscarriage, medically induced abortion, hypertension, hyperlipidemia, herpes infection, asthma and obstructive sleep apnea syndrome. Previously administered products included for birth control: oral contraceptive nos; for an unreported indication: propranolol. Past adverse reactions to the above products included adverse drug reaction with oral contraceptive nos. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6)2013 to (B)(6)2013 for birth control, antihypertensives for hypertension as well as aciclovir (acyclovir) since 1998, amlodipine besilate (norvasc) since 2014, cetirizine hydrochloride (zyrtec) since 2002, colecalciferol (vitamin d3) since 2009, lovastatin since 2010, progesterone (progesteron) since 2017 and propranolol since 2010. On (B)(6)2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraine/headache"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue,im tired of the pain "), alopecia ("hair loss"), arthralgia ("joint pain"), offensive vaginal discharge ("foul odor/ vaginal discharge foul odor"), breast pain ("breast pain") and abdominal pain ("abdominal pain,another right upall night pain on right side") and was found to have weight increased ("weight gain"). In 2016, the patient experienced rash ("rashes"), pruritus ("itching") and ovarian cyst ("ovarian cyst/ ovarian cyst bilateral "). In (B)(6)2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6)2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), vulvovaginal mycotic infection ("vaginal yeast infection") and endometriosis ("endometriosis"), 3 years 10 months after insertion of essure. On an unknown date, the patient experienced cervical bulla ("fluid filled bumps on cervix"), abdominal pain lower ("right lower quadrant pain/left lower quadrant pain/"), abdominal distension ("bloting"), back pain ("right lower quadrant -back pain/left lower quadrantpain back"), urinary tract infection ("bladder or urinary problems-urinary infection symptoms"), hot flush ("hormonal changes describe: hot flashes"), libido decreased ("hormonal changes describe: decreased sex drive"), bladder pain ("bladder or urinary problems or changes: bladder pains"), insomnia ("I¿m not going to able to sleep/haven't slept in days"), headache ("headache"), stress ("I am so overwhelmed"), nausea ("nauseated") and procedural pain ("I just got home and struggling to get pain lowered"). The patient was treated with sumatriptan (imitrex) and surgery (da vinci total laparoscopic hysterectomy and bilateral salpingectomy and hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, abdominal pain lower, abdominal distension, offensive vaginal discharge, back pain and urinary tract infection had resolved and the device expulsion, device breakage, vaginal haemorrhage, menorrhagia, vulvovaginal mycotic infection, rash, pruritus, migraine, ovarian cyst, cervical bulla, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, endometriosis, alopecia, arthralgia, hot flush, libido decreased, bladder pain, breast pain, abdominal pain, insomnia, headache, stress, nausea and procedural pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, bladder pain, breast pain, cervical bulla, device breakage, device expulsion, dysmenorrhoea, dyspareunia, endometriosis, fatigue, headache, hot flush, insomnia, libido decreased, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, procedural pain, pruritus, rash, stress, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection, weight increased and offensive vaginal discharge to be related to essure. The reporter commented: need for additional surgery. Current weight 250 lbs. Both fallopian tubes are intact with stellate lumens. There are two silver coiled metallic devices within the proximal end of each fallopian tube, grossly consistent with essure medical devices. Essure done under local pcb depo for first 3 mos right 3 coils, left 1-2 diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: device breakage left side was broken. Concerning the injuries reported in this case, the following one was described in social media: nausea, stress, headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jan-2020: social media received; new events- post procedural pain, nausea, stress, headache were added. Reporters were added. Event bladder disorder deleted. Event urinary infection symptoms was updated to bladder or urinary problems-urinary infection symptoms. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage/ device breakage left side was broken'), pelvic pain ('pain') and device expulsion ('foriegn body in uterus/ migration essure device location of device: uterus') in a 38-year-old female patient who had essure (batch no. A64620-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient¿s did not underwent essure confirmation test". The patient's medical history included multi gravida (total number of pregnancies: 05.), parity 3 (total number of live births:03 ((B)(6) 1999, (B)(6) 2004, (B)(6) 2005)), miscarriage, medically induced abortion, hypertension, hyperlipidemia, herpes infection, asthma and obstructive sleep apnea syndrome. Previously administered products included for birth control: oral contraceptive nos; for an unreported indication: propranolol. Past adverse reactions to the above products included adverse drug reaction with oral contraceptive nos. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2013 to (B)(6) 2013 for birth control, antihypertensives for hypertension as well as aciclovir (acyclovir) since 1998, amlodipine besilate (norvasc) since 2014, cetirizine hydrochloride (zyrtec) since 2002, colecalciferol (vitamin d3) since 2009, lovastatin since 2010, progesterone (progesteron) since 2017 and propranolol since 2010. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraine/headache"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue,im tired of the pain "), alopecia ("hair loss"), arthralgia ("joint pain"), offensive vaginal discharge ("foul odor/ vaginal discharge foul odor"), breast pain ("breast pain") and abdominal pain ("abdominal pain,another right upall night pain on right side") and was found to have weight increased ("weight gain"). In 2016, the patient experienced rash ("rashes"), pruritus ("itching") and ovarian cyst ("ovarian cyst/ ovarian cyst bilateral"). In (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), vulvovaginal mycotic infection ("vaginal yeast infection") and endometriosis ("endometriosis"), 3 years 10 months after insertion of essure. On an unknown date, the patient experienced cervical bulla ("fluid filled bumps on cervix"), abdominal pain lower ("right lower quadrant pain/left lower quadrant pain/"), abdominal distension ("bloting"), back pain ("right lower quadrant -back pain/left lower quadrantpain back"), urinary tract infection ("bladder or urinary problems-urinary infection symptoms"), hot flush ("hormonal changes describe: hot flashes"), libido decreased ("hormonal changes describe: decreased sex drive"), bladder pain ("bladder or urinary problems or changes: bladder pains"), insomnia ("I¿m not going to able to sleep/haven't slept in days"), headache ("headache"), stress ("I am so overwhelmed"), nausea ("nauseated"), procedural pain ("I just got home and struggling to get pain lowered"), pain ("achy a lot"), pain in extremity ("heel pain") and gait disturbance ("barely walk"). The patient was treated with sumatriptan (imitrex) and surgery (da vinci total laparoscopic hysterectomy and bilateral salpingectomy and hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device expulsion, vaginal haemorrhage, menorrhagia, vulvovaginal mycotic infection, rash, pruritus, migraine, ovarian cyst, cervical bulla, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, endometriosis, alopecia, arthralgia, hot flush, libido decreased, bladder pain, breast pain, abdominal pain, insomnia, headache, stress, nausea, procedural pain, pain, pain in extremity and gait disturbance outcome was unknown and the pelvic pain, abdominal pain lower, abdominal distension, offensive vaginal discharge, back pain and urinary tract infection had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, bladder pain, breast pain, cervical bulla, device breakage, device expulsion, dysmenorrhoea, dyspareunia, endometriosis, fatigue, gait disturbance, headache, hot flush, insomnia, libido decreased, menorrhagia, migraine, nausea, ovarian cyst, pain, pain in extremity, pelvic pain, procedural pain, pruritus, rash, stress, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection, weight increased and offensive vaginal discharge to be related to essure. The reporter commented: need for additional surgery. Current weight 250 lbs. Both fallopian tubes are intact with stellate lumens. There are two silver coiled metallic devices within the proximal end of each fallopian tube, grossly consistent with essure medical devices. Essure done under local pcb depo for first 3 mos right 3 coils, left 1-2. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: device breakage left side was broken. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: events "heel pain" and "barely walk" added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage/ device breakage left side was broken'), pelvic pain ('pain') and device expulsion ('foreign body in uterus/ migration essure device location of device: uterus') in a 38-year-old female patient who had essure (batch no. A64620-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient¿s did not underwent essure confirmation test". The patient's medical history included multi gravida (total number of pregnancies: 05.), parity 3 (total number of live births:03 (B)(6) 1999, (B)(6) 2004, (B)(6) 2005, miscarriage, medically induced abortion, hypertension, hyperlipidemia, herpes infection, asthma and obstructive sleep apnea syndrome. Previously administered products included for birth control: oral contraceptive nos; for an unreported indication: propranolol. Past adverse reactions to the above products included adverse drug reaction with oral contraceptive nos. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2013 to (B)(6) 2013 for birth control, antihypertensives for hypertension as well as aciclovir (acyclovir) since 1998, amlodipine besilate (norvasc) since 2014, cetirizine hydrochloride (zyrtec) since 2002, cholecalciferol (vitamin d3) since 2009, lovastatin since 2010, progesterone (progesterone) since 2017 and propranolol since 2010. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraine/headache"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue,im tired of the pain "), alopecia ("hair loss"), arthralgia ("joint pain"), offensive vaginal discharge ("foul odor/ vaginal discharge foul odor"), breast pain ("breast pain") and abdominal pain ("abdominal pain,another right up all night pain on right side") and was found to have weight increased ("weight gain"). In 2016, the patient experienced rash ("rashes"), pruritus ("itching") and ovarian cyst ("ovarian cyst/ ovarian cyst bilateral"). In (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), vulvovaginal mycotic infection ("vaginal yeast infection") and endometriosis ("endometriosis"), 3 years 10 months after insertion of essure. On an unknown date, the patient experienced cervical bulla ("fluid filled bumps on cervix"), abdominal pain lower ("right lower quadrant pain/left lower quadrant pain/"), abdominal distension ("bloating"), back pain ("right lower quadrant -back pain/left lower quadrantpain back"), urinary tract infection ("bladder or urinary problems-urinary infection symptoms"), hot flush ("hormonal changes describe: hot flashes"), libido decreased ("hormonal changes describe: decreased sex drive"), bladder pain ("bladder or urinary problems or changes: bladder pains"), insomnia ("I¿m not going to able to sleep/haven't slept in days"), headache ("headache"), stress ("I am so overwhelmed"), nausea ("nauseated"), procedural pain ("I just got home and struggling to get pain lowered") and pain ("achy a lot"). The patient was treated with sumatriptan (imitrex) and surgery (da vinci total laparoscopic hysterectomy and bilateral salpingectomy and hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device expulsion, vaginal haemorrhage, menorrhagia, vulvovaginal mycotic infection, rash, pruritus, migraine, ovarian cyst, cervical bulla, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, endometriosis, alopecia, arthralgia, hot flush, libido decreased, bladder pain, breast pain, abdominal pain, insomnia, headache, stress, nausea, procedural pain and pain outcome was unknown and the pelvic pain, abdominal pain lower, abdominal distension, offensive vaginal discharge, back pain and urinary tract infection had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, bladder pain, breast pain, cervical bulla, device breakage, device expulsion, dysmenorrhoea, dyspareunia, endometriosis, fatigue, headache, hot flush, insomnia, libido decreased, menorrhagia, migraine, nausea, ovarian cyst, pain, pelvic pain, procedural pain, pruritus, rash, stress, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection, weight increased and offensive vaginal discharge to be related to essure. The reporter commented: need for additional surgery. Current weight 250 lbs. Both fallopian tubes are intact with stellate lumens. There are two silver coiled metallic devices within the proximal end of each fallopian tube, grossly consistent with essure medical devices. Essure done under local pcb depo for first 3 mos right 3 coils, left 1-2. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: device breakage left side was broken. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: newly added events- ache, reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage/ device breakage left side was broken'), pelvic pain ('pain') and device expulsion ('foriegn body in uterus/ migration essure device location of device: uterus') in a 38-year-old female patient who had essure (batch no. A64620-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient¿s did not underwent essure confirmation test". The patient's medical history included multi gravida (total number of pregnancies: 05.), parity 3 (total number of live births:03 ((B)(6) 1999, (B)(6) 2004, (B)(6) 2005)), miscarriage, medically induced abortion, hypertension, hyperlipidemia, herpes infection, asthma and obstructive sleep apnea syndrome. Previously administered products included for birth control: oral contraceptive nos; for an unreported indication: propranolol. Past adverse reactions to the above products included adverse drug reaction with oral contraceptive nos. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2013 to (B)(6) 2013 for birth control, antihypertensives for hypertension as well as aciclovir (acyclovir) since 1998, amlodipine besilate (norvasc) since 2014, cetirizine hydrochloride (zyrtec) since 2002, colecalciferol (vitamin d3) since 2009, lovastatin since 2010, progesterone (progesteron) since 2017 and propranolol since 2010. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraine/headache"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue,im tired of the pain "), alopecia ("hair loss"), arthralgia ("joint pain"), offensive vaginal discharge ("foul odor/ vaginal discharge foul odor"), breast pain ("breast pain") and abdominal pain ("abdominal pain,another right upall night pain on right side") and was found to have weight increased ("weight gain"). In 2016, the patient experienced rash ("rashes"), pruritus ("itching") and ovarian cyst ("ovarian cyst/ ovarian cyst bilateral"). In (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), vulvovaginal mycotic infection ("vaginal yeast infection") and endometriosis ("endometriosis"), 3 years 10 months after insertion of essure. On an unknown date, the patient experienced cervical bulla ("fluid filled bumps on cervix"), abdominal pain lower ("right lower quadrant pain/left lower quadrant pain/"), abdominal distension ("bloting"), back pain ("right lower quadrant -back pain/left lower quadrantpain back"), urinary tract infection ("bladder or urinary problems-urinary infection symptoms"), hot flush ("hormonal changes describe: hot flashes"), libido decreased ("hormonal changes describe: decreased sex drive"), bladder pain ("bladder or urinary problems or changes: bladder pains"), insomnia ("I¿m not going to able to sleep/haven't slept in days"), headache ("headache"), stress ("I am so overwhelmed"), nausea ("nauseated"), procedural pain ("I just got home and struggling to get pain lowered"), pain ("achy a lot"), pain in extremity ("heel pain") and gait disturbance ("barely walk"). The patient was treated with sumatriptan (imitrex) and surgery (da vinci total laparoscopic hysterectomy and bilateral salpingectomy and hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device expulsion, vaginal haemorrhage, menorrhagia, vulvovaginal mycotic infection, rash, pruritus, migraine, ovarian cyst, cervical bulla, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, endometriosis, alopecia, arthralgia, hot flush, libido decreased, bladder pain, breast pain, abdominal pain, insomnia, headache, stress, nausea, procedural pain, pain, pain in extremity and gait disturbance outcome was unknown and the pelvic pain, abdominal pain lower, abdominal distension, offensive vaginal discharge, back pain and urinary tract infection had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, bladder pain, breast pain, cervical bulla, device breakage, device expulsion, dysmenorrhoea, dyspareunia, endometriosis, fatigue, gait disturbance, headache, hot flush, insomnia, libido decreased, menorrhagia, migraine, nausea, ovarian cyst, pain, pain in extremity, pelvic pain, procedural pain, pruritus, rash, stress, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection, weight increased and offensive vaginal discharge to be related to essure. The reporter commented: need for additional surgery. Current weight 250 lbs. Both fallopian tubes are intact with stellate lumens. There are two silver coiled metallic devices within the proximal end of each fallopian tube, grossly consistent with essure medical devices. Essure done under local pcb depo for first 3 mos right 3 coils, left 1-2. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: device breakage left side was broken. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device expulsion ("foreign body in uterus") and device breakage ("device breakage") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient¿s did not underwent essure confirmation test". On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraine"), headache ("headache"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain") and alopecia ("hair loss"). In 2016, the patient experienced rash ("rashes"), pruritus ("itching") and ovarian cyst ("ovarian cyst"). In (B)(6) 2017, the patient experienced endometriosis ("endometriosis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), vulvovaginal mycotic infection ("vaginal yeast infection"), skin mass ("fluid filled bumps on cervix"), arthralgia ("joint pain"), abdominal pain lower ("right lower quadrant pain/left lower quadrant pain/"), abdominal distension ("bloating"), vaginal odour ("fool odor"), back pain ("right lower quadrant -back pain/left lower quadrantpain back ") and urinary tract infection ("urinary infection symptoms"). The patient was treated with surgery (da vinci total laparoscopic hysterectomy and bilateral salpingectomy), surgery (da vinci total laparoscopic hysterectomy and bilateral salpingectomy) and surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device expulsion, device breakage, vaginal haemorrhage, menorrhagia, vulvovaginal mycotic infection, rash, pruritus, migraine, headache, ovarian cyst, skin mass, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, endometriosis, alopecia and arthralgia outcome was unknown and the abdominal pain lower, abdominal distension, vaginal odour, back pain and urinary tract infection had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, arthralgia, back pain, device breakage, device expulsion, dysmenorrhoea, dyspareunia, endometriosis, fatigue, headache, menorrhagia, migraine, ovarian cyst, pelvic pain, pruritus, rash, skin mass, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal odour, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: need for additional surgery. Current weight 250 lbs. Both fallopian tubes are intact with stellate lumens. There are two silver coiled metallic devices within the proximal end of each fallopian tube, grossly consistent with essure medical devices. Essure done under local pcb depo for first 3 mos right 3 coils, left 1-2. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs and mr received. Events: abnormal bleeding (vaginal, menorrhagia), infection (other) describe: yeast infections, rashes or skin conditions type: rashes, itching, migraines / headaches, reproductive system disorder or condition type of disorder or condition: ovarian cysts, fluid filled bumps on cervix, salpingectomy (bilateral removal of fallopian tubes), device breakage, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, weight gain / loss specify which one: weight gain, endometriosis, hair loss, abdominal pain lower,lower back pain, urinary infection symptoms, joint pain partial expulsion in uterus, foul odor, patient¿s did not underwent essure confirmation test were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: need for additional surgery. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.